Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken main tube approximately 1.9735" from the distal tip. A piece measuring approximately 3.37mm x 4.11mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a distal ring on the tip-up fenestrated grasper instrument became dislodged. The customer was unable to remove the instrument through the port, so the port and instrument had to be removed from the patient. There was a delay of 15 to 30 minutes. The procedure was completed with no reported injury.